Event description:
It was reported the patient received an inappropriate shock from the right ventricular (rv) lead due to t-wave oversensing (twos). The rv lead's sensitivity was reprogrammed and the lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: defibrillator, implanted: (B)(6) 2006. Product ID: 5076-45, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).